Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision procedure with a saline mentor smooth round moderate profile 375cc breast implant and experienced deflation on the left breast implant. The deflation was diagnosed by the patient on (B)(6) 2018. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 04/30/2018, it was reported to mentor that the date of explantation is set to (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/18/2018, it was reported to mentor that the device history record ( DHR) of lot number 5841730 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).